Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2014 and administered general anesthesia to facilitate with an abutment exchange. The implanted device remains.

Manufacturer narrative:
Implanted device remains.